Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric during an endoscopic ultrasound (eus) guided gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, the physician inserted the proximal flange of the stent into the endoscopic working channel. After releasing the stent lock, they encountered difficulty retracting the gray stent deployment hub to fully deploy the stent. Upon completion of the deployment, it was observed that a portion of the inner shaft had broken and remained attached to the proximal flange. The physician then used forceps to grasp the broken fragment and successfully retrieve it from the flange. The procedure was completed using the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) gastroenterostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum. Note: the customer provided procedural photographs that clearly demonstrate the use of forceps during the intervention. Additionally, another photograph shows the inner shaft detached.

Manufacturer narrative:
Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h6: imdrf device code a0510 captures the reportable event of delivery system retraction problem imdrf device code a0501 captures the reportable event of inner shaft/sheath detachment of device or device component. Block h11: the device was not returned; however, media analysis was performed on photographs provided by the complainant where it can be observed the use of forceps during the intervention, and the inner shaft detached from the device. Media analysis confirmed the reported event of inner shaft/sheath detachment of device or device component. The investigation concluded that this event was most likely caused due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Based on the information available and without proper evaluation of the device, it is unknown if the remaining reported events of stent difficult to deploy and delivery system retraction problem were due to the technique used during the procedure, anatomical conditions or related to device malfunction. Therefore, the overall root cause of the reported events is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The instructions for use states that the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum during a gastroenterostomy procedure. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a0510 captures the reportable event of delivery system retraction problem imdrf device code a0501 captures the reportable event of inner shaft/sheath detachment of device or device component. Block h11: the device was not returned; however, media analysis was performed on photographs provided by the complainant where it can be observed the use of forceps during the intervention, and the inner shaft detached from the device. Media analysis confirmed the reported event of inner shaft/sheath detachment of device or device component. The investigation concluded that this event was most likely caused due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Based on the information available and without proper evaluation of the device, it is unknown if the remaining reported events of stent difficult to deploy and delivery system retraction problem were due to the technique used during the procedure, anatomical conditions or related to device malfunction. Therefore, the overall root cause of the reported events is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The instructions for use states that the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum during a gastroenterostomy procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric during an endoscopic ultrasound (eus) guided gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, the physician inserted the proximal flange of the stent into the endoscopic working channel. After releasing the stent lock, they encountered difficulty retracting the gray stent deployment hub to fully deploy the stent. Upon completion of the deployment, it was observed that a portion of the inner shaft had broken and remained attached to the proximal flange. The physician then used forceps to grasp the broken fragment and successfully retrieve it from the flange. The procedure was completed using the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) gastroenterostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum. Note: the customer provided procedural photographs that clearly demonstrate the use of forceps during the intervention. Additionally, another photograph shows the inner shaft detached.